Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. This MDR is being submitted as a part of a retrospective review and remediation effort focused on service, repair, and parts replacement records. A CAPA has been opened to manage the actions related to remediation of service records and complaint files and any required MDR reporting.

Event description:
It was reported that the customer received 3 defective front case assemblies with keypads for the pcu. The customer returned the parts.